Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-g5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The narrative could not be confirmed from the provided picture. Due to the quality of the picture the reported problem could not conclusively be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the locking compression plate (lcp) clavicle hook plate broke at the proximal end. The patient fractured at the medial end of the lcp clavicle hook plate. The patient needed a longer plate. The procedure outcome is unknown. Concomitant device reported: unk - screws: (part # unknown; lot # unknown; quantity: 5). This report is for one (1) 3.5mm lcp clavicle hook pl 5h 12mm hook depth/59mm/rt-ster. This is report 1 of 1 for (B)(4).